Event description:
Reportable based on analysis completed on (B)(6) 2018 it was reported that difficulty crossing the lesion and a device kink occurred. A guidezilla guide extension catheter was selected for use. During advancement, difficulties were encountered while attempting to cross the lesion due to severe stenosis. The device kinked and the guidezilla was removed. The procedure was finished by another same device. There were no patient complications reported. However, analysis revealed shaft detachment. Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The device had contrast and blood in the distal shaft. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed tip/shaft damage (flattened) for 8mm with additional shaft damage (flattened) for a length of 9 mm, shaft kink located 16 cm form the tip of the device, and a partial separation of the distal shaft located at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.